Manufacturer narrative:
An investigation into this complaint has been initiated. The field service engineer indicated that the event was caused by a lis session record which contained an errant character (&). The customer is using the b.12 version of the software, and this version interprets the "&" as an escape delimiter causing the bta 3d to automatically reboot. According to instrument status, the "incubation module temporarily unavailable while power up initiation takes place". This event occurred on the weekend and user was not on site to respond and to correct or eliminate the lis session record at fault. The lis repeatedly sent the errant character, the bta 3d repeatedly rebooted; and thus, the incubator module was not operational. The corrective action for this issue is installation of the mandatory bact/alert 3d software update--version b.25 which was approved for implementation on 30 october 2006.

Event description:
The bact/alert 3d instrument is used with blood culture bottles to detect microbial growth. There was a delay in reporting results due to a communication issue between the controller module and the incubator module. Since the incubator module was unavailable, there were no data to report. Subcultures were performed on all 100 bottles. Only one bottle with staph. Coagulase was identified and the user thinks this was a contaminate due to failure to properly decontaminate the top of the bottle.